Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leaking from site on (B)(6) 2024. The infusion set was on use for two days and patient resolved the event by changing infusion set. No further information available.